Event description:
It was reported that the device service light was illuminated and the display was white with colored stripes. The white display occurrence could be an indicative of a lock up failure with the device. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed other unrelated non-critical issues and proper device operation through functional and performance testing. The device will be repaired for the unrelated issues and returned to the customer for use. A conclusive cause of the reported event could not be determined.